Event description:
Rptr complains of a fall, increased back pain, and back sprain as a result of the mattress sliding off of its foundation. She also states that the bed rolls even when bed is in locked position. Rptr has experienced numeral similar incidences since she purchased it on 3/5/98. To date, she still continues to have a difficulty with the bed.